Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(6).

Event description:
It was reported that the pump screen turned orange with error codes during infusion. The patient with initials c.c involved in this issue. There were a patient involvement and no harm.

Manufacturer narrative:
One device was returned for investigation. It was reported that problem was error codes 41541. Reported problem confirmed with event logs history. Reported problem was not duplicated. The probable cause of the reported problem is unknown. To preventive measure replaced latch/lock sensor,lcd lens. All functional test of the device passed after repaired. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.